Manufacturer narrative:
Follow up emdr with device evaluation summary. Representative samples were provided from the same lot number. These 50 samples were visually inspected. It was observed that the reported ¿sure loc¿ component was missing in the samples; therefore the reported failure has been confirmed. Two years of complaints were reviewed from july 1, 2014 to june 30, 2016 and a negative trend was observed. The device history record was reviewed for the lot reported lot and it was confirmed that the needle protection system (sure loc) was not included in the bill of materials (bom). The exact root cause could not been determined at this time. A corrective and preventative action plan has been put in place to determine the cause of the missing component from the bom. For immediate correction the bill of materials has been updated to include the needle protection system. A visual aid has also been put into place ensure that the manufacturing personnel are assembling this product with all of the needed components. (B)(4).

Manufacturer narrative:
This supplemental is being filed due to a retrospective review of MDR submissions. Corrections and additional information has been completed.

Manufacturer narrative:
(B)(4) initial emdr submission. Customer advocacy has obtained a sample from the customer. The sample evaluation has not begun at this time. The sample that will be investigated is a comparison sample from the same lot number. The sample involved in the incident was disposed of. Once the investigation is complete or if we receive any additional information we will provide a follow up emdr.

Event description:
The customer reported the following. "We recently received a safety issue. The new kits have a hub that we stick the needle in after drawing an abg sample. The hub no longer has a clip that locks the needle into it. During a recent sample being drawn, our therapist (B)(6) narrowly avoided being stuck with a needle that came out of the hub while handling the sample. This is a huge safety issue as no one wants to be stuck with a contaminated needle."